Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) reported that the implant site was becoming warmer and felt hot. Pt stated that it had been hurting a little bit and did not seem to be working much. Pt also stated that turning off the stimulation made it feel better. Pt mentioned they lost a lot of weight and stated maybe something was moved. Pt also stated it was off and on and has been very painful in their lower back. Pt added that everyday, it does not seem to be working very well. Pt mentioned that the last time, the rep provided two different settings, but there was no difference between the two. For the event date, pt stated probably for the last 2 weeks. Agent reviewed rep role and redirected the pt to their hcp to address the implant issue.